Event description:
Related manufacturer reference number: 1627487-2023-00111. Related manufacturer reference number: 1627487-2023-00112. It was reported that patient was not receiving therapy due to impedance issue. As such, surgical intervention took place on (B)(6) 2022 wherein the extension were explanted and replaced with new extensions. However, the issue was not resolved. Further impedance testing revealed that the impedance was on the left lead. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-01747. Additional information received indicates that surgical intervention took place wherein the left lead with low impedance was explanted and replaced with a new lead to address the issue. The patient¿s right lead was also explanted and replaced with a new lead as it needed better placement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Health effect - clinical code change from ¿2388 - inadequate pain relief¿ to ¿4412 - movement disorder¿.